Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of sutures that "snapped" during the procedure (CABG) being reported? Was the suture broken or did it detached from needle? How long was the delay? Were there any patient consequences? What was used to complete the procedure? Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a CABG surgery on (B)(6) 2021 and suture was used. During the surgery, the suture snapped multiple times during anastomosis. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please confirm the quantity of sutures that "snapped" during the procedure (CABG) being reported? 2. Was the suture broken or did it detach from needle? Suture got snapped at the swaging point. How long was the delay? Unknown. Were there any patient consequences? No. What was used to complete the procedure? Another foil of suture. Could you please confirm the device's availability for return? Device/suture discarded by the hospital. A manufacturing record evaluation was performed for the finished device batch qbbekc, xcw871819 and no non-conformances were identified. Events reported via: 2210968-2021-03033 and 2210968-2021-03034.